Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and hit the cardiac resynchronization therapy defibrillator (crt-d) device. The patient developed a hematoma, then noticed thinning of the pocket. The left top corner was noted with pocket erosion. The system was explanted. No further patient complications have been reported as a result of this event.